Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by the patient that they had had this problem for the past year; the patient clarified that the manufacturer representative (rep) redid their entire program and put the patient on program #4 with instructions to go up two points every second day. The rep changed the voltage to half point instead of whole point increases. The patient was on program #4 at 4.55 volts and wanted to change to program #3, and set it at 3.3 volts. The patient was told to change the program every two weeks, and noted their were 3-4 episodes where it was perfect in 2015 and they didn't get up at night, then it didn't do anything. It was good for a couple of days and then gradually it would come back.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that as of (B)(6) 2016, they were on program 4, but would get "sharp, stabbing" pains in their penis and scrotum. They moved to program 3 and it was "satisfactory," but during the day, the patient "couldn't depend on it." It was noted the patient had yet to try program 1. On (B)(6) 2016, the patient had to go to the bathroom every hour and they wanted to know how high they could increase the amplitude. The patient was still not getting any symptom relief. They later increased to 5.0v, but it hurt so they turned it off. No further information was provided. An additional follow up report will be sent if additional information is received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0uu8n, implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer reported their father was having a lot of problems. The consumer stated that even with the device he had very inconsistent results. The consumer stated he needed to talk to a manufacturer representative (rep). The patient wanted to have their battery checked. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0uu8n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient had his implant since (B)(6) 2015 and the symptoms came and went. He had been working with a manufacturer's representative (rep). He was first instructed to stay on program 1 for 4-6 weeks then at about (B)(6) 2015; he was instructed to change to program 3. On (B)(6) 2015, he was on 3.1. The patient's symptoms were worse the past couple of days around (B)(6) 2015. The patient did not want to change anything unless the rep told him to. He had a gradual change in therapy/ symptoms. There was no symptom improvement and all programs had been tried. He was doing better since he increased stimulation on friday, (B)(6) 2015. Additional information from the manufacturer's representative noted he had been working with the physician and office with patient. The patient switched programs and reported that the therapy was working much better for him. Symptom relief was reported; he seemed to be finding the correct program. There was no malfunction noted. Additional information from the consumer reported that the he continued increasing stimulation and he was not getting therapeutic relief. The patient was slowly increasing stim and did not have any relief since implant except for a few nights. On the night of (B)(6) 2015, he had to get up every hour. The patient wanted to disconnect everything. He spoke to someone who said she could help him change programs. He was on program 3 and wanted to try program 4. Patient services helped the patient and he got to program 4 at 3.35v. It was stated that in the 1st few months, the patient could feel pulsation when he increased. He increased to 3.40v and did not feel stim, then increased to 3.45 and did not feel anything. Then the patient tried program 1 at 4.1 and was feeling stimulation. It felt like someone stabbed the patient in the butt, he decreased to 4.0v and noted it felt comfortable. The patient planned to try program 1 and see how it worked. A loss of therapy since implant was noted. On (B)(6) 2015, the patient noted that there was still no symptom improvement. After surgery, he was on program 2 and had tried program 3 and still had no success. The patient thought the programmer changed programs by itself on (B)(6) 2015 because it said program 1 at 3.9v. Patient services reviewed that that was the program the patient was on. The patient thought he was on a different program. They had the patient synch with the programmer and said it was on program 1 at 3.6v. The patient wanted to try program 1 again and increased it to 4.4 but there was no stimulation feeling. He went back to program 3 and could feel stimulation at 3.4v. It was noted that it felt like a massage. The patient was told to leave the settings for a few days then increase if the symptoms did not increase. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient has been having problem in the last few months. Patient stated he has been on program 2 and felt it was not working. Patient stated he has stimulation at 5.85 and has to go every hour sometimes even more frequently. Patient confirmed he has device implanted for bladder control. Patient stated the representative advised him to stay on program 2 and if he ever got to a point where it was not working, to turn stim off and back on again so that it' was "shocking" him. It was clarified the statement shocking and patient meant feeling stim and not shocking. Patient also stated representative told him to stay at a level for 2 days before making additional adjustments. Patient stated his healthcare provider (hcp) told him he can go as high as he wanted to use the patient programmer (pp). Patient stated sometimes the therapy worked really well and sometimes it did not. Patient stated it was not dependable. Patient stated the trial was outstanding and he was a good candidate. Patient stated he tried going to hcp's office but rep didn't show. Patient stated this occurred at least 5-6 months ago. Patient also mentioned if he turns stim off and back on again it was super painful. Patient stated he has tried turning stim off and back on again which seemed to help sometimes. Patient also stated he has increased stim but was not sure if he should continue doing this or try something different. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient stated for several weeks they had been getting woken up in the morning at 6am to go to the bathroom, the patient then had to go every hour. Patient stated that sometimes it could vary, sometimes it was every 2 hours. Patient was wondering why they could go to bed at night and they were fine, then they had to go to the bathroom every hour. It was reviewed that every patient is different. Patient stated their ins was on, they could see the lightning bolt and they were on program 3. Patient stated they spoke with their doctor in march and they didn't have anything else they could do. Patient stated they continued to increase their stimulation and was on program 3 at 4.75 at the time of the call. It was reviewed the patient to continue increasing stimulation as needed. Patient stated they turned stimulation off when going through the airport, and when they turned it back on and the patient felt like they were hit by lightning, patient was at 4.10 and had to go back to 3.60. Urinary symptoms were reported. Patient stated they had a history of urinary symptoms since implanted. No further complications were reported or anticipated.